Manufacturer narrative:
Results - is based upon evaluation of user facility information & the returned sample; testing of reserve samples. Conclusions - is based upon evaluation of user facility information & the returned sample; testing of reserve samples. The involved device was returned for evaluation. Upon visual examination of the returned sample, it was noted that the device had been not only distorted, but damaged resulting partial separation of the sheath tip. The lot number of the involved device is not known so inspection and testing of specific retained samples or quality records was not possible. Inspection and testing of a sample from a recent production run of the same product code confirmed that there were no defects or anomalies and product performance specifications were met. While the cause of the observed damage cannot be definitively confirmed, the event description and appearance of the return sample are consistent with repeated attempts to manipulate the sheath against resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that a portion of the guiding sheath became damaged during a procedure. Follow-up communication indicated: (1) the physician encountered "a lot of resistance" as the sheath was being placed into the patient's vessel; and (2) upon removal, the tip was noted to have become distorted. No additional event specific information was able to be provided.